Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that issue caused due to software. A technical support specialist, deleted matrix drawer and confirmed that customer inventoried hh drawer 2.1&2.2. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer not detected on bus. The customer stated that there was a delay in accessing a medication to patient. There were no adverse events or injuries reported based on this incident.